Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. Customer reported the insulin pump turning off during use. Customer stated they did not receive a low battery alert prior to the off no power alert. Troubleshooting was performed. The insulin pump will not be returned for analysis.